Event description:
It was reported that the user experienced repeated occlusion alerts that were dismissed several times, then received an alert 38 indicating consecutive stalled motor, after which the ilet was restarted and the alert did not recur; the user later reported an insulin cartridge stuck in the device, and a concurrent blood glucose reading of 202 mg/dl with the user feeling fine. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the device, consistent with the reported stuck insulin cartridge and stalled motor behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.